Manufacturer narrative:
No device will be returned for evaluation.

Event description:
This report summarizes 1 malfunction event where a midwest tradition handpiece would not hold burs. The bur was swallowed and passed through the patient without injury or intervention.